Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that device "would not reboot. It will show the philips logo when you turn it on , then the screen would go blank." There was no reported patient involvement.